Manufacturer narrative:
The sample is neonate with a possible sample integrity issue and collected in an sst tube with possible clotting. Patient is being monitored day-to-day basis.service was not requested or generated as this is a sample specific event.the erroneously low result appears to be due to a short sample; however, the root cause is unknown.

Event description:
Beckman coulter inc., (bci) contacted this post-mod customer via the proservice internal monitoring, indicating that a low glucose (glucm) neonate result was obtained while running in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call and complain to bci about this sample.initial glucose result yielded 64 mg/dl followed by a rerun result of 51 mg/dl. Per the customer, sample quantity was insufficient so a second rerun was not performed. Patient was being monitored so the result was not amended.patient treatment was not affected in regard to this event as the customer verifies the results prior to reporting.